Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). The complaint device was received and inspected. The complaint was confirmed. The device was forwarded to supplier quality engineering for further investigation. The supplier quality engineer indicated that when the device was rotated there was no resistance felt and no binding detected. Scratches and gouges in a rotational, horizontal pattern along the length of the inner blade tip and interior of the outer blade tip was observed. The supplier indicated that all machining steps including electropolish, greasing and heat treatment were performed according to specification. Inspection for concentricity, hardness and dimensional analysis that is critical to quality (ctq) showed no signs of anomalies that would contribute to the reported failure. Processing steps and equipment were investigated, and all steps were performed without incident or changes to the equipment including non-standard preventative maintenance (pm). Given the information provided we cannot discern a definitive root cause for the reported failure. A design review (dr-006999) has been initiated to further investigate this failure. The device history record (DHR) review indicated that non-conformance conditions were identified, however we cannot discern whether or not these issues are related to the complaint condition until further investigation is concluded via dr-006999. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(4) that during a debrid ablation of the knee surgical procedure, it was observed that there were metal shedding from the ultra aggressive plus 4.0mm 5pk device. According to the reporter, the fragments were retrieve by suction of the shaver without ablation of new tissue. There was no delay in the surgical procedure as an identical spare device was available for use. It was reported that there were very little particulates/shavings remained in the patient. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown, but was noted to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. Correction: device evaluation update: the complaint device was received and inspected. The complaint was confirmed. The device was forwarded to supplier quality engineering for further investigation. The supplier quality engineer indicated that when the device was rotated there was no resistance felt and no binding detected. Scratches and gouges in a rotational, horizontal pattern along the length of the inner blade tip and interior of the outer blade tip was observed. The supplier indicated that all machining steps including electropolish, greasing and heat treatment were performed according to specification. Inspection for concentricity, hardness and dimensional analysis that is critical to quality (ctq) showed no signs of anomalies that would contribute to the reported failure. Processing steps and equipment were investigated, and all steps were performed without incident or changes to the equipment including non-standard preventative maintenance (pm). Given the information provided we cannot discern a definitive root cause for the reported failure. A design review has been initiated to further investigate this failure. The device history record (DHR) review indicated that non-conformance conditions were identified, however the issues identified are unrelated to the complaint condition. A white paper was performed previously on this failure; the result indicated that the amount of shedding for this product is acceptable. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.